Event description:
It was reported that sometime post vena cava filter placement procedure, the filter allegedly tilted. It was further reported that the filter was allegedly detached at one of the long arms. Reportedly, the hook and a small piece of arm was no longer attached to the filter upon removal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos and an image were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned, two electronic phots and one x-ray image was provided and reviewed. Based on the photo review, both the provided two photos were shows, the retrieved filter with number filter limbs where half detached with filter and missing. Based on the image review, an x-ray centered around the lumbar vertebrae shows an ivc filter in place. The exact anatomic location of the filter is difficult to comment on based on this image. The filter is significantly tilted and some of the legs potentially may be entangled and one appears to aberrantly angulate medially. Based on the findings, the investigation is confirmed for the reported filter tilt and the detachment issues. A definitive root cause for the reported detachment and filter tilt issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post vena cava filter placement procedure, the filter allegedly tilted. It was further reported that the filter was allegedly detached at one of the long arms. The procedure was completed using another device. There was no reported patient injury.